Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed everything but ovaries') in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removed everything but ovaries") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of post coital bleeding, dysmenorrhea, dyspareunia, overweight, vaginal delivery, menarche, parity 2, gravida ii and abnormal uterine bleeding. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy,removal of left labial mass). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: petlent had the essure dévice placed in 2011, she also has history of abnormal pap smears. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.366 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: hysterosalpingiogram: impression: occluded fallopian tubes. Date: (B)(6) 2012. Procedure performed: essure confirmation procedure. Pre-operative diagnoses: three months post essure placement. Post-operative diagnoses: three months post essure placement. Tubal occlusion verified. Operative procedure: the essure devices were visible but there was no spillage of dye from either tube. The occlusion from the essure procedure was, therefore, demonstrated. [Pathology test] on (B)(6) 2015: clinical information: abnormal uterine bleeding/lesion of labia/ specimen/tissue: left labial biopsy uterus, bilateral fallopian tubes. Diagnosis: labia, left (biopsy): benign fibroepithelial polyp (acrochordon). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: reporters, patient information, medical history, lab data, indication, event onset date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.